Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was resumed. Additionally, an occlusion alarm occurred. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose level was 129mg/dl.